Event description:
As reported by the user facility: over infusion, no pt injury. Here is a summary of the issue: an IV drip (argatroban - an anticoagulant), was ordered to infuse as follows: 1.92 ml/hr starting on (B)(6) 2013, at 01:30am, to expire on (B)(6) 2013, at 01:30 am. A 50 ml bag should have lasted 24 hrs at this rate. At 9:30 am on (B)(6) - there was only about 5 ml left in bag. Pharmacy sent a new 50 ml bag; IV drip stopped at approximately 11-11:30am, for PICC insertion and restarted at 12:53pm at new rate of 4.2 ml/hr. At 3:00pm, rn called for another bag as 50 ml infused between 1:00pm and 3:00pm. Between 1:30 am and 10:30am - only 17.3 ml should have infused. The 50 mg infused in 3 and a half hours. It was determined that there are 25 ml in the length of the tubing. MFR ref# 9610825-2013-00432.